Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported failed the downstream occlusion preventative maintenance which was not reproduced. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test, alarming at 21.15 pounds per square inch (psi). The event occurred during preventative maintenance test. There was no patient involvement. No additional information is available.